Event description:
It was reported the customer's insulin pump had stopped working. The customer stated they received a no delivery alarm on their insulin pump. The customer's blood glucose was between 150 mg/dl to 160 mg/dl. Customer declined to troubleshoot for their insulin pump. It was found the customer was able to resolve the alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).